Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pacing thresholds were only measurable at 7.5 v. The pulse generator was explanted.